Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the battery cap was stripped. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the pump battery compartment was cracked running down the length of the compartment and the battery cap was stripped. The battery cap was found to be unable to secure to the pump causing the pump to lose power. A review of the pump black box history showed that multiple power events had occurred. A test cap was inserted and the pump was able to complete the investigation with no further power issues. The animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6) .